Manufacturer narrative:
.

Event description:
Implantable neurostimulator interrogation revealed an end of service message. Low, out-of-range impedances were on electrodes 4, 10, and 11. Two out of the three stimulation programs used the affected electrodes. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.